Manufacturer narrative:
Follow-up submitted with revised executive summary to indicate the issue was for an over bed table and not a bed, revised product information, and evaluation results which determined the over bed table is not a medical device and, therefore, regulatory reporting is not required.

Event description:
It was reported via repair work order that the over bed table was dropping on its own. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed was dropping on its own. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.